Event description:
Customer reported insulin in the reservoir compartment due to a leaking reservoir. Customer's current blood glucose reading is 57 mg/dl and has treated with glucose tablets. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.